Event description:
It was reported that the patient's ins was too close to the surface and the pocket was hurting. The ins was repositioned to a higher area of the patient's lower back. Following the revision it was reported that all was well. The patient had stimulation in the desired areas. No components were removed during the revision.

Manufacturer narrative:
(B)(4). Lead model 377745 lot# v006414 implanted: (B)(6) 2006 explanted: na; lead model 377745 lot# v006380 implanted: (B)(6) 2006 explanted: na; programmer model 37742 serial# (B)(4).